Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6006740 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. 1 used cannula was provided for investigation with no visible defects or damages, however, the reference samples from the lot have been requested. Test results: visual test: according to wi version 2 on the sample returned, 1 cannula was received with no visible defects or damages. However, testing for static on the tubing connector cannot be performed due the entire infusion set was not returned. Visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional static pull test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: assembly: the lot 6006740 was manufactured according to the wi version 112 manufactured in the line 3, on 23/abr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Gluing of tubing: the lot 4d02266 was glued according to the wi version 11, machine igtl01 on 13 apr 2024, with a total of (B)(4) units. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 03/mar/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6006740 and no other complaint has been registered in database for the same lot 6006740 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detached from connector on (B)(6) 2024. The infusion set was in use for five to six hours. No further information was available.